Event description:
The account alleged, the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The technician in-serviced the account for zeroing the scale prior to placing the pt in bed, user error.